Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congratulations on becomig e-free/ tubal done') and back disorder ('back disorder') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "they did not work (essure 1 and 2)/ removed 1st one and reinserted" and medical device monitoring error "I had a nova sure ablation after second insertion". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced back disorder (seriousness criterion medically significant), arthralgia ("hips hurt"), diverticulitis ("diverticulitis") and sciatica ("sciatica") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (essure device removal and took out the l5). Essure was removed. At the time of the report, the medical device removal, back disorder, arthralgia, diverticulitis, uterine leiomyoma and sciatica outcome was unknown. The reporter considered arthralgia, back disorder, diverticulitis, medical device removal, sciatica and uterine leiomyoma to be related to essure. The reporter commented: after removing essure in 2012, the worst symptoms are back and hips, with back surgery in 2016. As per social media- on (B)(6) one essure device removed and tried to reinsert. Had tubal in (B)(6) 2012. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: medical device removal. Concerning the injuries reported in this case the following were reported via social media- device ineffective, medical device monitoring error, back issues, hip hurts, diverticulitis, fibroids, sciatica. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received. New reporter added. Events: device ineffective, medical device monitoring error, back issues, hip hurts, diverticulitis, fibroids, sciatica added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congratulations on becomig e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congratulations on becoming e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.